Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device shut down when the print button was pressed. The device was in use on a patient however there was no adverse event to the patient.

Manufacturer narrative:
.